Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ crease folding of implant: observed creases on the device. ¿ device wrinkling: observed. ¿ lump/nodule: unable to observe as it is not related to the device. ¿ malposition: unable to observe as it is not related to the device. ¿ rupture: observed an opening assessed as surgical damage. ¿ seroma-late: unable to observe as it is not related to the device. ¿ visibility/palpability: unable to observe as it is not related to the device. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported "baker grade IV capsular contracture" and "possible rupture," "indentation and bulge" confirmed via mammogram, "radial fold," "mass," "fluid," confirmed via ultrasound, and "displaced superiorly," ¿indentation and bulge of left lower implant¿ and ¿7.5 x 3.7 mm hyperechoic circumscribe mass with bright internal septations¿ not device related. This record is for left side. Device has been explanted.

Manufacturer narrative:
Correction to previous initial emdr: the events of e1403 breast mass and a150202 malposition of device are low in severity and deemed not reportable to the FDA.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, pain, asymmetrical, tight, rupture, radial fold, fluid, displaced superiorly, indentation, and bulge. Healthcare professional additionally reported 7.5 x 3.7 mm hyperechoic circumscribe mass with bright internal septations not related to the device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture baker grade IV, seroma, and mass" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade IV.

Event description:
Healthcare professional reported pain, "baker grade IV capsular contracture" and "possible rupture," "indentation and bulge" confirmed via mammogram, "radial fold," "mass," "fluid," confirmed via ultrasound, and "displaced superiorly". This record is for left side. Device remains implanted.